Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016 due to cerebrovascular accident (cva). The patient's inr was subtherapeutic at times. Lowest inr was 1.2. The patient did have high flows and a lactate dehydrogenase level greater than 1000 u/l around the time of the cva. No surgical or medical intervention was performed for the cva. No coagulopathy noted. Reported difficult intubation following the stroke lead to probable anoxic brain injury. The patient expired at the nursing home. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported cerebral vascular accident could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.